Manufacturer narrative:
Product complaint # (B)(4). The following information was requested and was obtained. The date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Procedure date: (B)(6). Procedure type: acdf. Patient initials: (B)(6). When did the reaction occur? Patient noticed day 3. What type of prep was used? Chlorex. Was there a dressing placed on top of the prineo? Tegaderm + pad. Does the patient have any know allergies or hypersensitivities to pressure: sensitive. Adhesives, cyanoacrylate, formaldehyde and benzalkonium chloride? No. Does the patient have any comorbidities? No. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)?- product removed, gp prescribed anti-histamine and antibiotics. Attempts to obtain the following information was requested however not received to date. The date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Are any photos available? Describe the reaction? Was any other surgical intervention provided to address /close the incision? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a anterior cervical fusion on (B)(6) 2020 and surgical sealant was used. Patient noticed reaction on post op day 3. Product removed, general practitioner prescribed anti-histamine and antibiotics. Additional information requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/16/2020. Attempts to obtain the following information have been made and the following was received. To date the device has not been received. If the further details are received at a later date a supplemental medwatch will be sent. Are any photos available? Describe the reaction? Was any other surgical intervention provided to address /close the incision? Dr only said it looked very similar to another complaint. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.